Event description:
The patient and their diabetes educator reported that the patient received multiple uncommanded boluses from their pdm (personal diabetes manager) resulting in unspecified low blood glucose levels. The patient only boluses at mealtimes at approximately 7am, noon, and 6 pm, and any boluses occurring outside of those times were not programmed. It was reported the uncommanded boluses have been occurring since (B)(6) 2024. Uncommanded boluses were discovered when viewing the device history.

Manufacturer narrative:
In the case description, the user mentioned receiving five boluses on (B)(6) 2025 and three boluses on (B)(6) 2025 that were uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of the reported boluses. The audit logs confirm that the reported boluses on (B)(6) 2025 and (B)(6) 2025 were delivered and that the confirm bolus button was pressed for each bolus calculation. The logs show that for each bolus a carb value and a blood glucose (bg) value were entered in to the bolus calculator. Review of the engineering logs show that for each bolus, the bolus button was pressed to open the bolus calculator, the carb values were entered one digit at a time, with the bolus calculator creating a suggestion for each digit entered, the use sensor button was pressed to load a bg value into the bolus calculator from the continuous glucose monitor (cgm), the confirm button was pressed to bring the application to the confirm bolus screen, and the start button was pressed to start bolus delivery. The engineering logs show no manual adjustments to the bolus amounts and that all bolus calculations were correct based on the inputs, user settings, insulin on board, and cgm trends. The logs show evidence of interaction with the controller in order to program, confirm, and deliver all boluses. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.